Event description:
Per the surgeon's report, this pt had poor results with his implant. An xray revealed that only four electrodes were inside the cochlea. The surgeon explanted the device 06. Plans for reimplantation were not reported to cochlear.